Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2007, the customer reported to bsc that during a colonoscopy procedure on a male patient (age unknown), while trying to remove a polyp, the clinician tried to retract the snare, but " it would not go back, the whole loop broke off." The snare was removed from the patient with forceps. The procedure was completed with a different device. The patient did not sustain any complications or ill effects as a result of this issue.